Event description:
It was reported that this right ventricular lead was surgically repositioned due to a suspected micro-perforation that caused a rise in the capture threshold measurements. The patient suffered pain on the side of her chest. The procedure was performed without any further issues. No additional adverse patient effects were reported.